Event description:
A patient reported blood glucose results of 314 mg/dl, 109 mg/dl and 151 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. A check strip test was performed, and the result fell within specifications. A walk through blood glucose test was performed and the patient obtained 90 mg/dl and 97 mg/dl on the reported meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.